Event description:
It is reported that the screw is missing the hex feature.

Manufacturer narrative:
The lot involved was fully distributed with no other complaints of this nature therefore this is determined to be a one-off occurrence. This product was manufactured in 2011 and since this time, the supplier has moved the manufacturing of this device to another facility. The process at the current facility was assessed and there have not been complaints for this issue related to the current facility, as such, based on the assessment additional actions are not warranted at this time. As returned the internal hex feature was missing from the screw. There was no other apparent visual damage observed to the device and all other measurements checked were found conforming to the print specifications. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.